Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead displayed noise which resulted in the patient receiving inappropriate therapy. It was noted that there may have been subclavian crush affecting the lead. The lead was capped and replaced. No further patient complications have been reported as a result of this event.